Event description:
Leakage from the distal luer activated valve (lav) port. The tubing set was primed with normal saline and was connected to a stopcock, which was connected to the peripheral IV. After the first injection of an unspecified solution, the port was not recapped. A moment later, the nurse noted that there was bleedback in the IV line and there was 5ml or less of blood loss from the distal lav port. The nurse immediately turned off the stopcock to prevent further blood loss. The IV set was then changed and the test was continued wihtout further difficulty. There was no adverse patient event. Though requested, no additional information was available.